Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead was returned cut in two segments. External insulation abrasion was found at 40.9-41.1cm from the electrode tip, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.